Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported as there was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the pump was missing the barrel head clamp. A review of the event history log found a motor rate error. Occlusion testing was performed and was unable to replicate the reported issue. It was observed that the worm coupling does not operate due to normal wear. The pump was over 10 years old. Based on the evidence, the root cause was attributed to normal wear.